Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the iab. A new iab was inserted to continue therapy. There was no patient harm or adverse event.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and dried blood within the stat gard sleeve. No blood was observed inside the iab catheter. The extender and pressure tubing were also returned. An underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. No deformations was found on the sheath seal. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(6).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).